Event description:
Information was received that this left ventricular (lv) lead exhibited occasional loss of capture (loc). Patient has a bad heart from being a drug abuser; due to the patient's heart and lifestyle, patient was having occasional loc. The lv lead was capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Na.